Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("all 3 components of the inner") and endometritis ("endometritis") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect" on (B)(6) 2021). The patient had a medical history of urinary tract infection, ovarian cyst, vaginitis, cervicitis, pelvic pain female, vaginal discharge, chronic abdominal pain, parity 3, multi gravida and genitourinary chlamydia infection. Previously administered products included: acetaminophen, ibuprofen, docusate sodium, lanolin, zyprexa, abilify, clonazepam, iron and hydrocodone. Past adverse reactions to the above products included: mild itching with hydrocodone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2209 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), endometritis (seriousness criterion medically important) and pregnancy with contraceptive device ("pregnancy with intrauterine device"). At an unknown time, she experienced abortion spontaneous ("miscarriage"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for pelvic inflammatory disease, device breakage, endometritis and pregnancy with contraceptive device were unknown. Essure was removed on (B)(6) 2021. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, endometritis, pelvic inflammatory disease and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery: no. Discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.539 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis: left fallopian tube, salpingectomy: benign portion of fallopian tube, completely transected. Essure coil identified. Peritubal cyst. Right fallopian tube, salpingectomy: benign portion of fallopian tube, completely transected. Essure coil identified. Gross description: specimen(s) received: left fallopian tube with essure coils. Right fallopian tube with essure coils. "Left tube: there is a paratubal cyst containing clear fluid, measuring 0.7 cm. Within the container, there are two gray-tan, coiled wires consistent with essure wires measuring 4 cm in length and 0.2 cm in diameter and 4.7 cm in length and 0.2 cm in diameter. "Right tube: there is a coiled wire consistent with essure wire, extending from the distal aspect measuring 11 cm in length and up to 0.2 cm in diameter. [Ultrasound scan vagina] on (B)(6) 2014: reason for exam: abdominal pain. Indication: pelvic pain. Comparison: (B)(6) 2013. Findings: uterus: iud is seen centrally in the endometrial canal pelvis: no significant free fluid present. Prominence of vessels in the pelvis are again seen. Impression: no focal abnormality to explain pelvic pain. Iud in appropriate position. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic inflammatory disease (10034254) and device breakage (10012575) and endometritis (10014791) and pregnancy with contraceptive device (10063130) and drug ineffective (10013709). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated, events pelvic inflammatory disease and device breakage and endometritis and pregnancy with contraceptive device , spontaneous abortion and drug ineffective added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("all 3 components of the inner") and endometritis ("endometritis") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect" on (B)(6) 2021). The patient had a medical history of urinary tract infection, ovarian cyst, vaginitis, cervicitis, pelvic pain female, vaginal discharge, chronic abdominal pain, parity 3, multi gravida and genitourinary chlamydia infection. Previously administered products included: acetaminophen, ibuprofen, docusate sodium, lanolin, zyprexa, abilify, clonazepam, iron and hydrocodone. Past adverse reactions to the above products included: mild itching with hydrocodone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2209 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), endometritis (seriousness criterion medically important) and pregnancy with contraceptive device ("pregnancy with intrauterine device"). Essure was removed the same day. An unknown time later she experienced abortion spontaneous ("miscarriage"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for pelvic inflammatory disease, device breakage, endometritis and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, endometritis, pelvic inflammatory disease and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted removal date of drug updated to 18jan2021 from 01-jan-2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.539 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report: final diagnosis a. Left fallopian tube, salpingectomy: benign portion of fallopian tube, completely transected. Essure coil identified. Peritubal cyst. B. Right fallopian tube, salpingectomy: benign portion of fallopian tube, completely transected. Essure coil identified. Gross description: specimen(s) received: a. Left fallopian tube with essure coils b. Right fallopian tube with essure coils a. "Left tube: there is a paratubal cyst containing clear fluid, measuring 0.7 cm. Within the container, there are two gray-tan, coiled wires consistent with essure wires measuring 4 cm in length and 0.2 cm in diameter and 4.7 cm in length and 0.2 cm in diameter. B. "Right tube: there is a coiled wire consistent with essure wire, extending from the distal aspect measuring 11 cm in length and up to 0.2 cm in diameter. [Ultrasound scan vagina] on (B)(6) 2014: reason for exam: abdominal pain indication: pelvic pain comparison: (B)(6) 2013 findings: uterus: iud is seen centrally in the endometrial canal pelvis: no significant free fluid present. Prominence of vessels in the pelvis are again seen. Impression: 1. No focal abnormality to explain pelvic pain. 2. Iud in appropriate position. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic inflammatory disease ((B)(4)) and device breakage ((B)(4)) and endometritis (10014791) and pregnancy with contraceptive device ((B)(4)) and drug ineffective ((B)(4)). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.